Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed that foreign material was observed within the device. The material was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channels even following reprocessing performed in accordance with the instructions for use (IFU). Simethicone and petroleum oil/silicone-based lubricants are non-water soluble and are not recommended for use by olympus. Although a definitive root cause could not be established, the probable cause of the observed residue was determined to be a known inherent risk associated with the use of silicone-containing products. Additionally, the investigation observed a burned plastic distal-end cover which was likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicated that the plastic distal-end cover had a burn, and air/ water channel, and cylinder had foreign objects. There was no patient involvement.